Event description:
It was reported that the surgeon inserted a 12.6 mm micl12.6 implantable collamer lens, but the lens would not unfold in the patient's eye due to a shallow anterior chamber and difficulty dilating the pupil. The lens was removed within the same surgery with no patient injury. The reporter stated it was patient related and there was no problem with the micl. A different type lens will be implanted at a later date.

Manufacturer narrative:
Results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion - (other); the lens would not unfold due to the patient having a shallow anterior chamber and difficulty dilating the pupil.